Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2009. The fse performed a high sensitivity (hs) check and results failed. The fse found aspirate probes number 2 and 3 partially occluded. The fse replaced all aspirate probes, peri-pump tubing and the duckbill valve. A hs check was performed and the results were passing. Although several parts were replaced and the system is functioning, a definitive root cause for this event could not be determined, but appears to be related to hardware. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009 in regards to erroneous accu tni result obtained from a unicel dxi 800 access immunoassay system for unspecified number of patients. The customer only provided the data for one patient. The initial erroneous results were not reported outside the laboratory. The customer re-ran the samples on a different instrument and were within the reference range. The corrected results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.